Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was an error message during aspiration via voluntary medwatch mw5067747. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. During the procedure while aspirating, there was a "check saline supply" message and the machine stopped working. The system would not restart and there was fluid leaking from the machine. The procedure was not completed due to this event. There were no patient complications reported.